Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Muthukumar, k., moses, v., keshava, s. N., padmanabhan, a. (2021). Inadvertent intraprocedural complication of a flow diverter device during treatment of internal carotid artery aneurysm: a case report. Vascular disease management, 18(8), e139¿e143. Medtronic review of the literature article found that a (B)(6) female patient presented with symptoms of occasional diffuse, dull, aching holocranial headache for 2 years and painless progressive visual deterioration in the left eye for 2 months with no history of eye pain or redness. The patient had a known history of hypertension treated with medication. Contrast-enhanced computed tomography (CT) revealed a large aneurysm at the floor of the middle cranial fossa on the left side adjoining the cavernous sinus. The cerebral angiogram revealed a large saccular aneurysm (measuring 4.2mm at the neck, 1.3cm at the dome, and 1.8cm in length) in the supraclinoid left internal carotid artery (ica). Because of the size and location of the aneurysm as well as the wide neck, endovascular placement of flow diverter treatment was planned. Dual antiplatelet (dapt) was administered. The pipeline flex embolization device (4.25 x 25 mm) was then deployed from the left supraclinoid ica with an aim to jail the origin of ophthalmic artery, as per the plan. The angiogram showed stasis within the aneurysm with preserved flow in the left ica and its branches. After deployment of the pipeline there was significant difficulty trying to recapture the delivery wire. It was observed that the distal tip of the catheter had gotten stuck between the distal marker and the polytetrafluoroethylene (ptfe) sleeve. Reasonable pull force was used while maneuvering the catheter to recapture the delivery wire. It was noted the pipeline pushwire fractured proximal to the proximal marker contributing to the inability to navigate and unresponsiveness of the distal wire during torquing and withdrawal. The microcatheter was withdrawn with the broken proximal segment of the delivery wire. Attempts were made to recapture the distal end of the fractured wire using a snare but this was not successful. A hyperglide balloon catheter was then used and placed distal to the resheathing marker of the pushwire. The wire was sandwiched between the inflated balloon and the intermediate catheter lumen and the entire system was removed together. There was no harm or injury to the patient. The pipeline stent was well apposed to the vessel wall covering the aneurysm neck. Stagnation of contrast was seen in the aneurysm sac post deployment. No thrombus formation on the stent was noted and the patient had a normal neurological exam post procedure. Ancillary devices: 0.072" navien intermediate catheter, 0.027" phenom microcatheter, stryker synchro guidewire, amplatz goose neck snare kit: with 4 mm loop snare with true 90° angle and 2.3-3.0 fr goose neck snare catheter.